Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing which observed a blockage in the check valve by a solvent. The reported condition was verified. The cause of the condition was due to wrong application of the solvent on the check valve and tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not prime prior to patient use. There was no patient involvement. No additional information is available.